Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a compromised force sensor system alarm. The drive support cap was sticking out. The dome sticker fell off. Her blood glucose level was over 200 mg/dl. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
The compromised force sensor system alarm occurred during basic occlusion test due to protruded/loose drive support disk. The insulin pump was received with normal operating currents and no blank display noted. No unexpected off no power, low battery or failed battery test alarms noted. No further testing could be performed due to the compromised force sensor system alarm. The insulin pump was received with minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.